Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. A lot history review was performed and no events with the same defect were found.

Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. The device was not returned for evaluation. The root cause of the endocarditis could not be conclusively determined with the available information. However it is likely that patient-related contributed to the event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that approximately 2 months after the implant of a valve model 3300tfx27mm (2020-05576-1) in aortic position and a valve model 7300tfx31 (2020-05576-2) in mitral position, the patient underwent surgery for double valve replacement due to endocarditis. The mitral valve was also dehiscent with total destruction of the aorto-mitral curtain. The aortic valve and aortic root were removed and replaced with a 24mm homograft, the mitral valve was removed and replaced with a 31mm perimount magna mitral. The patient was noted to be stable after the procedure.

Manufacturer narrative:
Updated.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.